Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h10. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient is being considered for a knee arthroplasty revision of the articular surface to address unknown post-operative complications. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
(B)(4). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.